Manufacturer narrative:
One opened knife sample was received by manufacturing for evaluation. The blade was returned pointed into the protective tray. The sample was visually inspected and was found to be nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As no knife sample was returned to manufacturing for evaluation, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number was conducted and no anomaly was found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that one additional complaint has been associated with the reported lot number. Because no sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared and will be provided to the account representative for this entity in order to discuss proper handling of blades. Due to an increased trend in dull blade complaints, an investigation has been initiated in order determine if further actions are warranted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a knife was not sharp upon making the incision during surgery. An alternate knife was obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that there was no impact to the patient.